Event description:
A customer reported a positive shift in the values of one level of commerical controls when running controls with the vitros total b-hcg assay. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event identified no known reportable malfunction. Datalogger analysis indicated that, at the time of the event, all intellicheck parameters were within acceptable ranges. Repeating weekly maintenance, recalibration and retesting the controls resulted in acceptable performance. The root cause of the biased results observed on that day was not determined.